Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported from that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% (>25%). It was stated that the patient was doing fine the whole time. It was further stated that the log files were downloaded. Battery was replaced from hospital stock and it was stated that there were no effect on patient. The controller was request to be returned to the manufacturer. No additional information available.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller log files were not available for analysis. Analysis of the device revealed that the device passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. No failure detected, the reported event could not be duplicated at the bench level with the returned battery. Analysis could not be performed for the controller as the unit was not returned. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching. The controller and battery were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual examination and functional testing. Log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed as the devices performed as expected and log files were not available for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.